Event description:
Pt in garage and fell. He had pain down his right ankle with swelling, but no obvious deformity. He was placed in a splint and seen in orthopedic office for f/u after this ed visit. On (B)(6) 2011, pt had an open reduction, internal fixation of lateral malleolus fracture under spinal sedation. According to operative note the fibula was easily reduced and there was very little clot or hematoma within the fracture site. A 6 hole, one third tubular plate was placed. A single locking screw was placed distally and a single cortical screw proximally just proximal to the fracture fragment. Then he completed it with 2 more cortical screws proximally. Distally he attempted to place the locking screw; however, given the contouring of the plate, the locking screw would not lock and was very prominent. He then used a 4.0 cancellus screw in place. Intraoperative x-rays were taken showing reduction of the fracture and appropriate placement of the hardware. On (B)(6) 2011, pt was taken to operating room and the previous skin incision was utilized and extended approx 3 - 4 cm. The screws and plate were removed and there was no sign of infection. The nonunion site was identified and the fibrous tissue within the nonunion site was debrided. A synthes periarticular posterior lateral distal fibular plate was placed with screws.

Manufacturer narrative:
Investigation is ongoing. Review of the device history records showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the mfg of these parts that would contribute to this complaint condition. Add'l info from user facility: (B)(4) common device name: orthopedic plate.